Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia after a usual announced breakfast while using the ilet, reaching a peak glucose of 293 mg/dl after switching to a new bread with similar stated carbohydrates, and the user's glucose was 270 mg/dl and trending down by the end of the call. Investigation included troubleshooting, user education and monitoring postprandial glucose. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia, with potential contribution from food variability. No clinical symptoms associated with the high glucose. Outcomes included no medical intervention, and self-resolution as glucose trended downward. It was concluded that the device function was normal, and the cause of the hyperglycemia remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.